Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has found their remote, and a new doctor to manage his stim. The circumstances that led to the dead battery/not working, the loss of stimulation, and the strong stimulation was that the stim is 6 years old. The patient is going to decided at his upcoming appointment with his health care provider to determine which steps to take to resolve the dead battery that wasn't working, the loss of stimulation, and the strong stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The following event is considered a sudden change in therapy/symptoms. Patient had a little issue with their ins. It's been running down, it's almost dead, felt like it was not working, and hasn't been feeling stimulation. The last time they were told the battery was at 10%, but their healthcare provider (hcp) said it was at 50%. They thought they had turned it off but wasn't sure. They never feel it and doesn't even know it is there. Before the initial report, the patient experienced a really strong sensation and uncomfortable stimulation with their ins. They went running for their remote, but couldn't find it. The strong sensation went on for 20-30 seconds and it felt like forever. They want to turn off their device so it doesn't happen again. Patient was advised to connect with their hcp with any therapy related concerns. Patient does not have a hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.